Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose of 30 mg/dl. The customer treated with food. The customer mentioned the insulin pump suspended before her low. The sensor glucose was 74. The customer's current blood glucose is 400 mg/dl. The customer reported having a dry mouth. The customer treated with the insulin pump. No medical intervention was needed. The customer also reported vomiting from the high blood glucose. Troubleshooting was performed. The insulin pump was not giving the insulin flow block alarm and was advised to be returned. The customer reported also having a bad rash from the tape.